Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 25 and 36 hours, the site was red, sensitive, painful and infected with pus. The patient visited the doctor, who prescribed antibiotics (co-amoxiclaz 500-125mg tablets with penicillin sandoz) to be taken for 7 days, 3 tablets every 8 hours. The pod was discarded.